Event description:
Unomedical reference number 1695546 event occurred in greece the patient's parent reported that on (B)(6) 2023, their female child patient experienced a high blood glucose of 450 mg/dl for few hours due to blockage in the infusion's set's tubing which further led to patient not getting enough insulin. This event occurred in greece while the family was on a vacation. Therefore, the patient was hospitalized with vomiting and elevated ketone levels. While in the hospital a new infusion set was inserted and blood glucose levels came under control. The patient was administered a drip intravenously due to fluid loss and kept under observation for one day before discharge from the hospital. No further information available.